Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor disconnected from the ilet bionic pancreas pump and prompted a replace sensor alert; the user elected to reattempt pairing by starting the sensor and re-entering the pairing code and was advised to replace the sensor if the alert recurred or pairing failed after the pairing period. No clinical signs, symptoms, or conditions were reported. Outcomes included no reported impact on health or care. User support included troubleshooting guidance to initiate sensor start, confirm pump pairing mode, and reattempt sensor pairing. Investigation of this case revealed a communication disruption between the cgm sensor and the ilet pump consistent with intermittent signal loss to the pump, with no device damage reported. It was concluded, based on previously established findings for similar reports, that user and environmental factors leading to temporary loss of communication were the most probable cause.